Event description:
Patient reported left side ¿rupture, pus ¿. Device remains implanted.

Manufacturer narrative:
The event of abscess is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "rupture, pus¿.

Manufacturer narrative:
Un-reporting complaint as device is no longer PMA approved.

Event description:
It has been determined that the device associated with this complaint is not PMA approved. This record is no longer reportable to the FDA and will be un-reported.